Manufacturer narrative:
(B)(4). The devices were discarded according to the report. The manufacturer will continue to monitor and trend related events.

Event description:
The catheter fell out of the patient. When the staff checked the balloon, they say it had holes. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed 100% inspection. There was no sample returned for investigation. Therefore investigation was conducted based on current production samples which are same type and same size with the complaint device. From complaint description, it was reported the catheter fell out of the patient and noticed there is a hole on the catheter that caused the leakage. Based on the investigation conducted, the balloons were able to inflate and deflate without any abnormalities observed or difficulties faced. There were no products functionality issues observed based on production samples. In current manufacturing process, all foley catheters undergo 100% inspection, inflation, deflation and 30 minutes leak test prior to packaging. Any defective product will be culled out during this process. Therefore, this complaint could not be confirmed.

Event description:
The catheter fell out of the patient. When the staff checked the balloon, they say it had holes. The patient's condition was reported as fine.